Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A review of the instrument log for the tenaculum forceps (part # 470207-10/n10190514-0063) associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 9th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps had a broken wire. The wire did not break before use. The procedure was completed with no reported injury.